Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia repair, while being applied for skin closure, the device¿s thread broke, and when the surgeon was closing the skin the needle pulled off the strand. Another device was used in order to complete the case. No patient injury.